Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. No anomalies were found. This device was included in referenced field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that after cardiac surgery, the ECG (electrocardiogram) showed pacing failure. The epg (external pulse generator) and cable were replaced, with no further issues. When the biomedical engineer checked the cable with the analyzer, there was no anomaly, but pacing output data was unstable. The epg and cable were returned for repair and analysis. No patient complications have been reported as a result of this event.